Manufacturer narrative:
The first remote arm controller (rac) boards has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. Upon visual inspection there were no issues found related to the reported event. Unit was installed on golden system, was able to be programmed, and was power cycled 10 times without error. Sine cycle was run for 10 minutes and passed without issue. Unit tested using surgeon side console, instruments were installed and the master tool manipulator (mtm) was able to move freely and intuitively. As a result of these findings, fa was not able to determine the probable root cause of the reported event. The second remote arm controller (rac) boards has been evaluated by the fa team. Fa was not able to reproduce the issue during in-house testing. During visual inspection, fa found no issues related to the reported complaint. The unit was installed onto the golden system and completed program with no problem. The unit ran 10 power cycles and sat idle for 1 hour. Once the testing was completed, the system error logs were inspected, but no error could be identified. As a result of these findings, fa was not able to determine the probable root cause of the reported event. The mtm have been returned, and fa has completed their investigation. The unit was installed onto the golden system and completed program with no issues. The unit ran 10 power cycles and sat idle for 1 hour without errors. As a result of these findings, fa was not able to determine the probable root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, and before surgical port placement, the site called in to report errors on surgeon side console (ssc) 2 right master tool manipulator (mtm) and had disabled it. They restarted the ssc, but the issue remained unchanged. The site continued setup with ssc 1. Error 1 was found in the logs, indicating a suspect power supply in the mtm. Error 25521 was also logged, pointing to a link being down in one of the boards in a manipulator. The procedure was completed as planned.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue; however, the fse did replace the master tool manipulator (mtm) and both remote arm controller (rac) boards. They system was tested and verified as ready for use. The racs involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. As of the date of this report, the mtm has not yet been received by intuitive surgical, inc. (Isi) for evaluation.